Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Unit passed displacement test. Hardware low level failures was present in the pump trace download and hardware low level failures alarmed during selftest due to broken trace at u1 pin 6 (sda) on keypad assembly. Unable to verify audio/absence of alarm due to hardware low level failures.

Event description:
It was reported that the insulin pump had received hardware low level failures alarm. The customer's blood glucose value was 12.9 mmol/l. The customer was able to clear the alarm and finish complete prime process. The customer reported that fill cannula was recorded in daily history. The customer performed self-test on second occurrence and it was okay. The device will not be returned for analysis.